Manufacturer narrative:
An event regarding arthrofibrosis involving an unknown knee implant was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "the surgery only took 45 minutes but the recovery was difficult. Lots of therapy for 6 months. My issue was that pain control was nonexistent. When you can¿t eat or sleep healing is difficult. My experience is not necessarily everyone¿s. Do your homework and preparation before. If your body makes a lot of scar tissue like mine it limits your range of motion and it¿s more difficult to heal. Lots of people do well!" It was reported through the stryker facebook page, "the protocol for pain relief was one used by mayo clinic for knee replacement. It involved oxycodone, tylenol, celebrex and these doses didn¿t help at all. Nothing else was offered except ice machine. It just seemed like nothing helped. The pain and fatigue from lack of sleep slowed healing for sure."